Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the rectum was stapled with the ax55g. A few days after the procedure, the patient experienced some physical complaints. A rectoscopy showed that some of the staples were not closed. A reoperation was not needed in this case. The patient had to stay longer in the hospital.